Event description:
The catheter was inserted into a premature infant in an infant incubator in 2007. At approximately 5 weeks later, the nurse found the catheter broken at the oval disk.

Manufacturer narrative:
One used unit was received on 12 december 2007, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.